Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms a/e: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a scarred common femoral artery after a diagnostic procedure. Reportedly, the device was difficult to remove from the artery. The physician tried to release the locking mechanism on the thumb advancer through the access ports per the instructions for use; however, unsuccessful. The device was ultimately removed using counter-tension and assertive pull. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.